Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, the cassette caused the pump to malfunction while 25-30ml was left in the bag. It was reported that the cassette caused the pump to alarm. No adverse effects were reported.